Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned with helix found extended and clogged with blood/ tissue. X-ray examination found overtorqued inner coil inside the connector region consistent with procedural damage. Electrical testing was normal however an internal short was noted between conductor paths due to the overtorqued inner coil. The cause of the reported event was isolated to the overtorqued of the inner coil inside the connector region consistent with procedural damage.